Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated the fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.